Manufacturer narrative:
Complained product will not be not available.

Event description:
Electrical fire in our bathroom...cord and plug to the trickle charger were damaged in the fire - oral-b [device catching fire]. Case narrative: consumer via e-mail stated that they had an electrical fire in their bathroom, and the oral-b toothbrush cord and plug to the trickle charger were damaged in the fire. No injury was reported.